Event description:
The patient reported an ongoing problem with air bubbles in her insulin infusion device. During troubleshooting, the patient was instructed to remove the insulin cartridge and she stated there were no air bubbles in it. She stated the air bubbles appear to be in the adapter/luer lock area of the infusion device. The patient stated her blood glucose reading this morning was almost 300 mg/dl with her normal range being 115-135 mg/dl. She had no symptoms of high blood glucose. She stated her last bolus was at noon and she had not tested her blood glucose since that time. The patient was instructed to test her blood glucose and her reading was 135 mg/dl which she stated "is good for me". The patient was advised to switch to her backup infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.